Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had errors 101, 111, 112, and 118 that pointed to a failure within the executive board, coil cable, and coil cable to back plane connection cable. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/ suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and found in the logs that errors 101, 111, 112, and 118 pointing to a failure within the executive board, coil cable, and coil cable to back plane connection cable. To fix the issue, the fse replaced the coiled cable, backplane coiled cord cable, and executive processor board. All functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The maquet national repair center installed the display assembly p/n 0160-00-0127 into the cardiosave test fixture and tested the display assembly to factory specifications per the cardiosave service manual. The nrc verified the failure of the display failure of the horizontal lines in the nrc per procedure. Sent the display assembly to the supplier for failure analysis per procedure. The executive processor board part number 0670-00-0770 was observed per the cardiosave service manual with no visual damage. The national repair center installed the executive processor board serial number (B)(6) into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. No problem was found. Executive processor board will be held to the nrc per procedure. The national repair center installed the coil cable p/n 0012-00-1801 into the cardiosave test fixture and tested the coil cable to factory specifications per the cardiosave service manual. The nrc verified the failure of the coil cable failure( error code 111, and 112). Retaining the coil cable in the nrc per procedure. The national repair center installed the backplane to coil cable p/n 0012-00-1796 into the cardiosave test fixture and tested the coil cable to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the backplane to coil cable. No problem found. Retaining the backplane to coil cable in the nrc per procedure. The fat dept received part number 0670-00-0770 sn: (B)(6) exec. Processor board from the supplier. The supplier evaluation states the following: 1. Perform inspection result: no defect 2. Aoi inspection results: no defect 3. X-ray inspection results: no defect 4. 1-wire test results: pass 5. Ict testing results: ict-0002 - fail 6. Hipot testing results: skipped test 7. Fct testing result: passed results at inspection and test is good and no abnormalities were detected. Board was no trouble found. The fat dept will retain this part and process it for scrap as per procedure. 8. Display assembly p/n 0160-00-0127 was not able to be sent t to the supplier as the vendor was not able to perform failure analysis. Additionally, the kit would be damaged in an attempt to perform failure analysis. Display assembly p/n 0160-00-0127: impossible to define executive processor board p/n 0670-00-0770: not confirmed coil cable p/n 0012-00-1801: impossible to define backplane to coil cable p/n 0012-00-1796: not confirmed.